Manufacturer narrative:
(B)(4). D10: item# unk talar; lot# unknown item# unk bearing; lot# unknown. G2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2,a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) between the date range of approximately thirteen (13) to seven (7) years ago. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reported that a patient received a total ankle arthroplasty approximately ten (10) years and eleven (11) months ago. Subsequently, the patient developed an acute postoperative (<3 months) deep infection requiring debridement and poly exchange with retention of metal components which occurred approximately three (3) months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.